Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultramini meter is giving inaccurate erratic readings of '500 and 400 mg/dl." The patient's diabetes is managed with insulin- no sliding scale regimen. On (B)(6) 2010, the patient reportedly increased his insulin at 7:30 pm based on the alleged inaccurate readings obtained on the subject meter. 3 hours later, the patient claimed he developed symptoms described as "unresponsive and passed out." Medical intervention with IV fluid was administered to the patient after the arrival of the emergency medical service. According to the troubleshooting performed with customer service, the reported meter readings were performed more than 20 minutes of each other. To compare meter to same meter results, the readings should be taken within 20 minutes per lifescan's criteria for precision testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms and received medication invention that would suggest hypoglycemia after he took insulin based on the lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.